Event description:
Alleges that a fire occurred in a home where a jazzy powerchair was located.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.